Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump was unable to verify button error alarm due to blank display. Insulin pump was received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and scratched case.

Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was not recorded. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.